Manufacturer narrative:
Device evaluation by manufacturer: on 06-mar-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified the low total areas. Fse checked the small syringe to ensure no air bubbles were in it and also verified the locking nut was tight. Fse replaced the sample loop and verified all fittings on the injector valve were tight. Fse calibrated, ran quality controls (qc), and ran patient samples. All results were within acceptable range, and the total areas were over 1000 (acceptable range is 500-4000; optimal is 700-3000). The g8 instrument is performing as intended and the error cleared. No further action was required from field service. A 13-month complaint history and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6-troubleshooting states: 200 area low error is generated when three successive results fall below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported issue was due to defective sample loop.

Event description:
On (B)(6) 2018, a customer reported getting 200 area low error during whole blood samples (acceptable range is 500-4000; optimal is 700-3000) on the g8 instrument. On 06-mar-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.